Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post initial right tka, this female patient poly was being revised due to loose femur. Patient had a loose femur and slightly worn poly. Patient was revised to (B)(6). There was no breakage of a device and no surgical delay/prolongation. Patient was last known to be in stable condition. Sales rep was unable to obtain photos/x-rays. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections d4, d9, d10, g3, g6, h2, h3, h4 and h6 have been updated accordingly. Section d10: concomitant medical products. Logic tibia ps mod insrt sz 2.5 13mm (cat# 02-012-35-2513 / serial# (B)(6)). (H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The loosening and movement of the tibial insert within the tibial tray may have led to instability, malalignment, and an increase in cement and bone particles in the joint space and resulted in polyethylene wear. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Section d1: brand name. Section d4: model number, catalog number, unique identifier (UDI) # section g4: PMA/510(k)number.

Manufacturer narrative:
1038671-2024-03647, 1038671-2024-03646. This follow-up report is being submitted to relay additional and/or corrected information. D10: concomitant devices: (B)(6) 02-010-01-0325 - logic femoral ps cem right sz 2.5. (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(6) 200-02-29 - three peg patella 29mm. (B)(6) 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(6) 203-96-43 - 11-4137 sys 6 90x13x1.19. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03647, 1038671-2024-03646. The revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The loosening and movement of the tibial insert within the tibial tray may have led to instability, malalignment, and an increase in cement and bone particles in the joint space and resulted in polyethylene wear. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.